Event description:
It was reported that a manufacturer representative saw a power on reset (por) condition on the implantable neurostimulator (ins) pre -operatively. The doctor and patient were not involved in the ¿in the box¿ por. A different ins was used for the implant. The message said ¿power on reset has occurred ¿ call customer service.¿ the por was able to be cleared and did not return. The representative did not do a lead configuration so the implant bit was not set. Engineering was consulted it was noted that the ins was okay to be implanted. The error was a shipping por and considered ¿normal.¿ the por issue was resolved. It was unclear exactly what por error code was seen.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).